Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the patient required intervention to treat the valve. Based on the available information, the root cause for the ppm, stenosis, and high gradient remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 6 years approximately due to patient prosthesis mismatch, severe aortic stenosis, and acute-on-chronic diastolic heart failure. Per obtained medical records, a planned fracture of the surgical prosthesis was performed and a 20mm transcatheter valve was implanted and the patient was taken to the ICU in stable condition. The patient was discharged in improved condition on post-operative day seven.